Manufacturer narrative:
H4: device manufactured between march 02, 2021 to march 03, 2021. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak only at the spike port weld behind the bag. A magnified inspection noted that there was a tear/hole at the back side of the spike port weld of the bag that caused the leakage. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port; further described as "the area where the valve goes into the bag". The leak was identified after filling. There was no patient involvement. No additional information is available.